Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to discovering a scratch in the jet tube or auxiliary jet channel and foreign objects in the nozzle during the evaluation, it was observed that wear in the angle wire has led to deviations in the bending angle in the up direction and the upward/downward angulation knob from the standard values. Additionally, the adhesive on the bending section cover or the distal sheath exhibited a chip, scratch, and crack. Furthermore, nozzle clogging resulted in the air and water supply volume falling below the standard value, and the connecting tube displayed a scratch. The customer ensured the device underwent a thorough cleaning, disinfection, and sterilization before returning it to olympus. The precleaning process was promptly initiated without any delays. The air/water nozzle underwent flushing, and there were no abnormalities found in the accessories used for reprocessing. Following this, the endoscope was immersed in a detergent solution, and the air/water nozzle was flushed with the same solution. Subsequently, the air/water nozzle was carefully wiped or brushed using clean, lint-free cloths, brushes, or sponges. The suspected foreign material was identified as "histo acrylic." The investigation is currently ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was a scratch on the tip of the evis lucera elite gastrointestinal videoscope. Additional information regarding the procedure was not provided. The device was returned for evaluation. During the device evaluation, it was found that the jet tube or auxiliary jet channel had a scratch and there were foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been 4 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the foreign material could not be identified. The root cause of the foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.